Manufacturer narrative:
The device was received. The investigation is pending.

Event description:
The event occurred on an unknown date. The customer reported a spiros leaking paclitaxol from the side openings. There was a reported loss of 15ml of medication. There was patient involvement but no harm reported.

Manufacturer narrative:
H10: one (1) spiros®, list# and lot # unknown, one (1) extension set, one (1) bag spike with additive port, and one (1) used baxter container 250 ml, 0.9% sodium chloride injection, usp were received for evaluation and visually inspected. As received, the spin feature of the spiros was activated and spinning freely as received. No residuals were seen outside of the fluid path of the spiros. No damage or anomalies were identified. The spiros was leak tested and leakage was observed from the o-ring/poppet interface. The reported complaint can be confirmed. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. A device history review could not be conducted because no lot number(s) was/were identified.